Manufacturer narrative:
For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were service carried out several checks and tests on the equipment and no cause for the issue was found. For 1 of the events, the investigation determined the acrylic incubator cover was out of position and streaks of sample were smeared on the cover by the probe tip. The follow up actions were the cover was seated correctly. The gear pump and water pressure were verified. There were no issues with probe alignments or the probe rinse alignment. The mixer alignment and mixer rinse alignment were verified. Precision studies and performance testing were run; these passed. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Erroneous high results were generated by the cobas 6000 e601 module. The events involved a total of 25 patients tested for elecsys hcg + beta test system. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were known to be 17 females. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.